Event description:
It was reported by the attorney that the patient sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs on (B)(6) 2011. Medical record review: it was reported that on (B)(6) 2009: the patient had a work injury where he fell 10 to 15 feet onto a rock that was on an angle. (B)(6) 2011: the patient presented with preoperative diagnoses of l5-s1 degenerative instability and patient status post right l5-s1 microdiskectomy in the past. The patient underwent the following procedures: lumbar fusion, l5-s1 with an interbody cage using a 12mm esl- peek spacer with local bone graft and rh-bmp-2/acs followed by posterior spinal fusion with bilateral pedicle screws, l5-s1 using 5.5 x 45 mm screws bilaterally at l5, 6.5 x 40 mm bilaterally at s1 with a crosslink; revision laminectomy l5-s1. Per the op notes, after the l5-s1 disc space was prepared, local bone graft which had been harvested during the decompression was then packed with rhbmp-2/acs anteriorly in the vertebral body. The trial was packed with bone and tapped in from a far lateral position on the right, tapped in the interbody cage, angling it across recessing it nicely. The holes for the pedicle screws were then placed. One that was done, they placed in the screws after they had placed rhbmp-2/acs and bone graft posterolaterally in the previously decorticated area, placed the four screws in, 5.5 mm diameter screws at l5 and 6.5 mm screws at s1 and they then did trigger emg of all screws. They were found to be in good position. No patient complications were noted. (B)(6) 2012: the patient underwent an emg of the lower extremities. Impression: right l5-s1 radiculopathy. (B)(6) 2012: the patient presented with low back and leg pain. Assessment: lumbar post lami syndrome; lumbar radiculopathy; lumbago. (B)(6) 2014: the patient presented with back pain that is sharp and constant that shoots into the flanks and down both legs. The patient reports numbness through the right anterior thigh, medial shin and knee area. The patient had x-rays taken of the lumbar spine. Findings: instrumented fusion at l5-s1 with what appears to be a right sided posterior lumbar interbody fusion. It appears that one of the screws in l5 does traverse the superior endplate of l5 into the l4-5 disc space. On the ap view it appears that the heads of the pedicle screws have a medial starting point in the l5 and s1 pedicles; in fact in s1 the pedicle screws are divergent in position. CT reviewed shows encroachment of the pedicle screws in l5 on the l4-5 facets, worse on the left than on the right. There is also a breach of the superior endplate of l5 with penetration of the pedicle screw of l5 into l4-5 disc space. There is a possible spot weld through the back of the disc on the right at l5-s1. This does result in stenosis in the right subarticular lateral recess into the entry zone of the exiting neural foramen. Otherwise, there is no significant bony union through the intervertebral space. Assessment: mechanical back pain; pseudoarthrosis with persistent micro-motion; neurologic compression on the right of the l5 nerve root; encroachment in the l4-5 facets. (B)(6) 2014: the patient presented for follow-up of chronic low back pain. Diagnoses: sacral disorder; lumbago; post-laminectomy syndrome lumbar region; chronic pain syndrome.

Manufacturer narrative:
(B)(6). (B)(4) pseudoarthrosis. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.